Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the system had pyxis login delay issue of one minute. A technical support specialist (tss) found that the device experienced slow login, and log review showed failures to reach the identity server, including errors obtaining intrusion detection system (ids) configuration and a identity server not found response, which caused the station to fall back to database based disconnected mode authentication and resulted in a 42 second delay. The tss then requested the customer to provide the other sample of users that were having similar issues or if this was a one time issue and confirmed that the station was not able to reach ids, since it had timed out and some reasons would be a network issue, which is not for sure. Later, the customer confirmed that login performance had returned to normal, indicating the slowdown was likely a one-time network interruption affecting the station connection to the identity server. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server user observed a delay across all pyxis stations. When an end user entered their user ID and pressed enter, it takes more than 30 seconds for the biometric identifier prompt to appear. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server user observed a delay across all pyxis stations. When an end user entered their user ID and pressed enter, it takes more than 30 seconds for the biometric identifier prompt to appear. However, there were no delays or adverse events or injuries reported based on this event.